Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the patient line of the homechoice cassette and the transfer set, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain four of four of peritoneal dialysis therapy. During the troubleshooting, it was determined that the transfer set ¿fell apart¿ from the patient line of the homechoice cassette that led to this alarm; this was further described as ¿when the patient woke up, there was fluid all over their body¿ and the transfer was disconnected from the patient line of the hc cassette. Renal therapy services (rts) assisted the patient in cycling the power and explained the alarm and the patient. Rts reviewed proper procedures per the user manual with the patient. The patient contacted their registered nurse regarding the issue and their transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.